Event description:
End user alleges while operating the motorized wheelchair and holding onto his dog's leash, the dog's leash allegedly became wrapped around the power wheelchair's drive wheel. Allegedly as a result of the incident, the end user's hand was pulled downward into the wheel by the leash injuring his finger.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user reported while operating the motorized wheelchair, he was walking his dog and the leash allegedly became caught in the drive wheel, pulling his hand down into the wheel injuring his finger. The owner's manual warns, "do not allow objects to hang from any part of your power wheelchair that could get tangled in the wheels".